Manufacturer narrative:
Approximate age of device- 1 year, 5 months. Manufacturer's investigation conclusion: evaluation of the log file confirmed the system controller clock not set, however, a specific cause could not be conclusively determined through this evaluation. The clock was not set for the entirety of the log file, resulting in a yellow wrench alarm. The hmii IFU explains all system controller alarms and how to troubleshoot them. It also explains how to power the system and exchanges between power sources. Additionally, the IFU warns that at least one power cable must be connected to external power at all times. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the system controller clock reset and a log file was submitted for review. Based on the log file, technical service confirmed the clock reset which indicates external power source and internal battery was depleted leading to pump stop. The pump stop was not captured in the log file.